Event description:
It was reported to boston scientific corporation that a c.r.e. Esophogeal balloon dilitation catheter was used during a procedure. The patient had anastomotic stricture and had been in and out of the hospital many times by this procedure. Prior to the procedure, the patient had more than 10 inflations. During the third inflation, it was noticed that the balloon was torn lengthwise. No patient injury was reported.

Manufacturer narrative:
The complaint description states as per dfu, it was performed an inflation procedure. At third inflations, it was noticed the balloon to be torn lengthwise. No patient injury was reported on this complaint. The complaint description could be confirmed as the complaint was returned and upon analysis the balloon was found to be torn longitudinally. The directions for use for this product, include the following warnings around balloon inflation; never use air or a gas medium to inflate balloon. To prevent balloon burst, do not exceed the inflation pressure given for the largest diameter on the catheters hub and package label. If the balloon does rupture or a significant loss of pressure within the balloon occurs, deflate the balloon completely and carefully remove the balloon and endoscope together as a unit. Do not attempt to withdraw a ruptured balloon through the endoscope. Continue procedure with a new catheter.inflation of the balloon beyond the pressure specified on the product and packaging label, or failure to follow the instructions in the directions for use may cause leaks. Balloon damage may also occur due to a sharp exterior source penetrating the balloon, e.g. A calcified lesion, surgical staples or sutures, etc, or as a result of damage to the balloon during insertion through the scope. Should a balloon burst during use it would lead to a prolonged procedure as, in order to complete the procedure, the physician would have to open and use another device. The process fmea for this product, outlines the in-process controls for this product and all balloons are pressure tested. This test involves inflating and deflating the balloons and all balloons are checked visually, dimensionally and functionally, which would detect a leak in the balloon. Each balloon is inflated to 44psi and submerged in water to inspect for leaks. The complaint data will be trended and monitored at the monthly complaints review board. The complaint description could be confirmed as upon analysis of the returned complaint sample, the balloon was found to be torn longitudinally. The root cause of the complaint could not be determined definitively, however the most probable root cause is balloon burst due to contact with a sharp exterior source such as a calcified lesion. Balloons have certain design limitations when in contact with sharp objects, due to the thickness of the balloon membrane.